Manufacturer narrative:
Updated field(s): device available for eval? Reference complaint#: (B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Additional contact person information - (B)(6) rrt / cardiopulmonary manager rt/cath. Lab/ir/cardio/neurology: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the patient was transported during intra-aortic balloon (iab) therapy. Shortly after getting into the ambulance, the cs300 intra-aortic balloon pump (iabp) generated a "low battery" alarm and was plugged in. Soon after, the iabp battery failed. The unit shut down and would not turn back on. Once back at the hospital, the iabp was connected to ac power and was able to power on as normal. It was noted that the patient had coded while in the ambulance and later expired. This report is for the iab. A separate report has been submitted for the cs300 iabp under mfg report number 2249723-2023-01343.